Event description:
The reporter stated that his wife did back to back blood glucose tests, am fasting. Tests were done within 5 minutes, using separate fingersticks, with results of 98 and 127 mg/dl. She did not have any symptoms. Reporter said his wife tests once a week, doesn't have problem with sample size. She checks confirmation dot for enough blood, but does not compare to color chart. He said meter has never been cleaned--he has taken test strip holder out and "it looked okay." A follow-up control solution test was in range, 118 (87-130). The lifescan rep reviewed cleaning and coding.